Manufacturer narrative:
The reported setscrew issue was not confirmed. Analysis of the ipg header setscrews did not identify any issues with the setscrews, all four functioned as intended.

Manufacturer narrative:
B3: event date is estimated.

Event description:
Related manufacturer report number: 1627487-2023-04348, 1627487-2023-04349. It was reported that the patient's leads had migrated and there was an issue with the patient's ipg set screws. Surgical intervention was undertaken and the leads and ipg were explanted and replaced.